Manufacturer narrative:
Correction : the correct MFR report no. 6000034-2017-02123; not 6000034-2018-02123 as previously reported.

Event description:
Per the patient's surgeon, the patient experienced pain and non-auditory sensations with device use, however the issue could not be resolved. Subsequently on (B)(6) 2017 the device was explanted.